Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: the surgeon was performing a laparoscopic gastric bypass and the needle fell out of the device. A new device was opened. Additional information requested but not yet received.